Manufacturer narrative:
Corrected data: section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the power module was evaluated following the reported event of the power module backup battery becoming depleted; however, it was determined that the power module was unrelated to the cause of the reported event. The submitted log file contained approximately 12 days of data (11jun2025 ¿ 23jun2025 per the timestamp). The data in the log file did not indicate any issues with the power module. No losses of external power or atypical alarms were observed throughout the log file. The pump maintained a speed within the low speed limit without issue throughout the log file. The power module was not returned for analysis. Additional information provided communicated that the patient lost power to their trailer while connected to the power module due to severe weather. The root cause of the reported event was determined to be loss of ac power due to a power interruption to the patient¿s trailer while connected to the power module. The reported event could not be correlated to an issue with the power module. The serial number of the power module was not reported with the event. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website heartmate power module IFU under section ¿precautions¿. Section 4.0 ¿power module (pm) backup power¿ describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including no external power alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
As of 21jul2025, the site was unable to provide the serial number, and identified the reason for the backup battery becoming discharged while on the power module was a power outage due to severe weather.

Event description:
It was reported that the patient traveled for work and would work in remote areas with little or no access to wall power at times. During those times, the patient slept in their vehicle on battery power. The patient was aware of the risks of sleeping on battery power and had been provided with extra batteries to ensure sufficient power to maintain the pump at times when away from home. The patient had a power outage in their travel trailer while out on assignment, due to severe weather. The patient's neighbor communicated that there had been a storm while they were gone working that had caused the power to go out. The patient returned from work assignments to find that the power module backup battery had discharged at home. The patient disposed of the discharged power module backup battery and was provided with a replacement. The patient was not attached to the power module during the outage.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.